Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year old (B)(6) male patient had impella cp pump inserted in the right femoral for myocarditis. It was reported the patient developed hemolysis during impella support. The patient was administered haptoglobin to treat hemolysis, amount was not provided.